Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: biomet microfixation sternalock blu system screw 2.4 x 16mm, catalog #: 73-2416, lot #: ni; biomet microfixation sternalock blu system screw 2.4 x 18mm, catalog #: 73-2418, lot #: ni; biomet microfixation sternalock 360 multi-implant system, catalog #: 74-0004, lot #: 563430. Therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00432, 0001032347-2018-00433, and 0001032347-2018-00434.

Event description:
It was reported there was a revision two days after a coronary artery bypass grafting (CABG) procedure due to an unknown patient complication. There were no device issues. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
There was a revision performed in which the implants were removed and replaced; therefore the complaint is considered confirmed. No products were returned; therefore, functional testing and inspections could not be performed. According to the distributor there was no complaint about our product. There was a complication having nothing to do with the hardware; which indicates there was no alleged malfunction of the implants. There was no additional information or materials provided. Device history record (DHR) was reviewed for the sternalock 360 and no discrepancies were found. Device history record (DHR) review was unable to be performed for the screws as the lot numbers of the devices involved in the event are unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00432-1, 0001032347-2018-00433-1, and 0001032347-2018-00434-1.